Event description:
It was reported that the pump was removed because the pt was "sick as heck." The medications being delivered via the device system were bupivicaine and dilaudid. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4) .